Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) that was high, specific value was not provided. Customer gave a manual injection to address the bg level. Reportedly insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Customer successfully completed the load sequence with the existing supplies and insulin delivery was resumed.